Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot numbers h13k22098 and h13l17062. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by fever and chills coincident with peritoneal dialysis (pd) therapy. On the same day as the onset of peritonitis, the patient was hospitalized and started treatment with vancomycin (dose, frequency and route unknown). The cause of the peritonitis was unknown. On an unknown date, subsequent to hospitalization, dianeal therapies were discontinued, the pd catheter was removed, and the patient started hemodialysis. The patient was still hospitalized and recovering from the peritonitis. It was also reported the patient experienced a change in the level of consciousness and septic shock. The outcome of the change in level of consciousness and septic shock was not reported. No additional information is available. This is report 1 of 3.